Event description:
Report rec'd of an unrequested bolus dose delivery. The customer reported that the pump was programmed to deliver morphine 1mg/ml in the pca only mode, with a 1mg pca dose, a 6 minute pt lockout, and a 10mg 1 hour limit. The customer reported that at an unspecified time, the nurse entered the pt's room and "heard the pump beep like the pt was pushing the button." The nurse observed that the pt had not pushed the pt pendant button. The pt informed the nurse that the botton was not pushed, but the pump delivered a dose. The pump display reportedly indicated that there was a pt demand. The nurse could not recall the total amount of medication the pt rec'd. There were no reported adverse pt effects. No medical interventions were required. The customer reported that the pt "actually needed more medication." The device was removed from clinical service.